Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. The pt was receiving micafungin and tacrolimus via the y-type extension set. After an unspecified length of time in use, the removable clave disconnected from the extension set. The nurse was with the pt at the time of the disconnection. An unspecified amount of blood loss was reported. There were no reported adverse pt effects. No medical interventions were provided. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Product labeling for this device states: "remove caps when required and secure connections."